Manufacturer narrative:
Related patient identifiers: (B)(6) addresses the unknown procedures affected in which the customer was unable to provide further details for and (B)(6) addresses the occurrence of (B)(6) 2022 the customer was able to provide details for. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The diaphragm was not working or adjusting auto brightness. The evaluation also found that the power button had poor contact. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, the evis exera iii xenon light source experienced a lamp malfunction during a procedure. It was too bright and whites out when close to the colon or stomach wall. Users are unable to adjust the amount of light as it stays bright all the time. No other devices were involved in the event. According to the customer, all procedures were affected, however, the customer did not clarify how many procedures had been involved. All procedures were completed and there were no reports of patient injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the event date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is there was an issues with the lamp/diaphragm. The cause of the lamp failure could not be identified. Olympus will continue to monitor the field performance of this device.